Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the tip of the guide wire was separated 2.3 cm distal to the center solder. The core was separated 39 cm proximal to the center solder. Both separated portions were not returned. The guide wire was returned frozen in the guide wire lumen of a non-abbott stent delivery system. Additional reported information indicates that both separations occurred post procedure most likely due to manipulation of the device during packaging but this could not be confirmed as the site does not remember exactly the moment when the separations occurred. The site confirmed that none of the separated guide wire remains in the patient's anatomy. No additional information was provided.

Event description:
It was reported that during a procedure to treat a lesion in the circumflex the balance middleweight hydro guide wire was advanced with slight resistance; it is unknown if the resistance was with the anatomy. Reportedly, the physician noted that the navigation of the guide wire was not as good as usual. A non-abbott stent was advanced over the guide wire, the stent system met resistance and became stuck on the guide wire and the stent could not advance. It was not possible to remove the non-abbott stent from the guide wire, so the stent and guide wire were removed from the patient anatomy as a single unit. A non-abbott guide wire was advanced successfully and a non-abbott stent was implanted to successfully treat the target lesion. Although there was a 20 minute delay in the procedure, the delay was not clinically significant and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty positioning and removing the catheter over the guide wire was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.